Manufacturer narrative:
The device was not returned to resmed for evaluation. At this stage, there is no further information available. The reported complaint could not be confirmed. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.